Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dvbb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead warning had triggered due to a spike to high impedance measurements, with short v-v episodes and oversensing. In addition, there was variable impedance noted, and lead fracture was suspected. The lead was programmed off. Later, during lead extraction, potential lead damage/kinking at the proximal end of the lead was observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor is fractured at 19.5cm and 20.5cm. The proximal conductor is fractured at 20.3cm and 20.5cm and the outer insulation is breached at 20.1cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited loss of capture.